Event description:
It was reported that air leakage was observed from the crack on the femal connector of the dpt before use.

Manufacturer narrative:
Device has not been receive for eval at this time.